Event description:
It was reported that the patient presented remotely. Upon review of transmission, it was noted that right-atrial (ra) lead exhibited noise. No resolution was performed. The patient condition was stable.

Event description:
Additional information received confirms that as a resolution the right-atrial (ra) lead was re-programmed.